Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Note: initial reporter's address clarification is in progress. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 300cc and experienced deflation on the left breast implant. The deflation was diagnosed by the ultrasonography. As a result, the patient had undergone removal and replacement with a saline mentor smooth round moderate profile 300cc on (B)(6) 2018.

Manufacturer narrative:
On 09/04/18, it was reported to mentor that the initial reporter's address is unknown. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/04/2018, it was reported to mentor that product was not returned to mentor. It was reported incorrectly in the report that mentor received no information about the explantation. Mentor did receive information that device was explanted on (B)(4) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/08/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 09/08/18, it was reported to mentor that the initial reporter¿s facility name is (B)(4). The affected product serial number was (B)(4). The date problem observed was (B)(6) 2018. The implant was replaced with saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number (B)(4), lot number 7540859. There were no complications after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White and red material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring 1 cm (a) and a rent of 3.5 cm (b) within a crease all on the posterior aspect. Microscopic examination of the edges of the rent a revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).